Event description:
The patient was involved in a serious motor vehicle crash (mvc) 18 months ago and was originally treated at another facility. The inferior vena cava (ivc) filter was placed at the other facility and the patient was later transferred to our facility. The patient came into the ed two times for chest pain. The patient was admitted today after thoracic CT discovered fragmented bard g2 filter with fragmented piece located in apex of the right ventricle. The filter was retrieved from the vena cava; but unable to retrieve fragmented arm. The procedure was abandoned two weeks later due to arrhythmia. The patient had intermittent ventricular ectopy on telemetry and had occasional palpitations. Troponins trended down after first procedure. Gated cardiac CT was performed to better localize the ivc fragment. Electrophysiology was consulted in addition to interventional radiology to assist in repeat removal attempt. The ivc strut was successfully removed one week later. The patient tolerated the procedure well.